Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the ventricular channel. The involved right ventricular (rv) lead is a non boston scientific product. The patient experienced dizziness. Further testing to check thresholds was programed. A revision procedure was performed and this device was explanted due to normal battery depletion (nbd) and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis.